Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported after injection with juvéderm voluma® xc and juvéderm vollure¿ xc in the cheeks, nasolabial folds, and above the lip, patient complained of ¿migrating filler and firmness and loves [sic]¿ and ¿has been experiencing what appear to be delayed onset nodules off and on over several months.¿ symptoms began 2 weeks post injection. Hcp reported they successfully treated some areas with hylanex over multiple visits; later patient returned with more areas that weren¿t there the week prior. They continue to treat the patient with hyaluronidase as event has caused concern for the patient and hcp. Nodules have been intermittent, appearing above lip, in nlf and mid face and seem to resolve with hylanex only to reappear after several weeks to months. The only area that failed to eventually respond well to hylanex was in the left area cheek where it became more firm. Patient was then placed on steroids (prednisone dose pack) and doxycycline. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00834 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm voluma® xc.